Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported a supply bag lines are blocked alarm in dwell # 1 of 5, 01 hour and 7 minutes (01 hour 40 minutes). Patient decided to cancel treatment and she called technical support requesting assistance because when she removed the tubing set there was fluid leaking inside the pump door. Patient was advised to cancel treatment and contact the peritoneal dialysis nurse. Follow up with the patient¿s peritoneal dialysis nurse indicated that the patient did not have or experience any complications as a result of the alleged event. There was no medical intervention. The cassette was discarded by the patient.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned tot he manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."